Manufacturer narrative:
An event regarding patella fracture following patient trauma whereby an unknown patellar component was revised was reported. The event was confirmed via clinician review of the x-ray provided. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient medical records were provided for review with a clinical consultant. Device history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and evaluation and operative reports are needed to complete the investigation for determining a root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that surgeon revised patient's right patella. Patient fell and fractured patella. Only patella was revised.

Event description:
It was reported that surgeon revised patients' right patella. Patient fell and fractured patella. Only patella was revised.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.